Event description:
Additional information received from a manufacturer representative reported that prior to the procedure the patient had an l1 fracture on the right and was also affected by ankylosis spondylitis.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when doing a scan and plan, the first screw on the t12 left side was placed correctly, but the screws placed at l1 and l2 on the left side were medial by approximately 2 millimeters (mm). The right side screws were placed accurately. The screws at l1 and l2 left side were re-spun and re-placed; after replacing the screw at l2 left side, it remained medial by around 2mm. The screw was re-spun and re-placed a third time, and this placement was successful. No patient complications have been reported as a result of this event and surgical delay was one-hour or longer.

Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that they ran into trouble with wide the left l1 and l2 trajectory. The surgeon proceeded even though the representative felt the trajectory was wide. Both left l5 and l4 screws were not in pedicle, but lateral. The surgeon drilled, tapped and then inserted the screw. No bone removal was done prior to screw insertion. The surgeon was standing on the patient's left side when executing these screws. It was also noted that the patient had a swollen left buttock prior to and during the procedure.

Manufacturer narrative:
H2, h3: clinical analysis was performed. It was determined that the probable root cause of the reported deviation was an anatomical instability. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.